Event description:
Per the clinic, the patient experienced a decrease in sound quality and performance, resulting in device non-use. The issue could not be resolved.the device was explanted (B)(6), 2012, and the patient was reimplanted with a new device from a different manufacturer during the same surgery.

Manufacturer narrative:
(B)(4). Not avaiable for evaluation.